Event description:
Per maude search, allegedly "failed spherical implant arthroplasty left thumb trapeziometa carpal joint. Removed and replacement of new implant.

Manufacturer narrative:
Investigation is not completed. Product not returned for investigation. User facility not identified in maude database; therefore, user facility cannot be contacted to request a medwatch form. Doctor is not identified in the maude database; therefore, no other patient information is available. This report will be amended when the investigation is completed.